Manufacturer narrative:
Update to blocks b3 and d4.

Event description:
It was reported that the patients pre-existing pain returned. It was noted that the patients spinal cord stimulation (scs) lead displayed high impedances on multiple contacts. The patients system was reprogrammed around the high impedances and the issue temporarily resolved. Several months later the patient experienced no stimulation, and that is when the patients pre-existing pain returned. The patient underwent a revision procedure in which the lead was replaced. The patient was doing fine postoperatively.

Event description:
It was reported that the patients spinal cord stimulation lead displayed high impedances. The patients system was reprogrammed around the high impedances and the issue temporarily resolved. Several months later the patient experienced no stimulation, and the patients pre-existing pain returned. The patient underwent a revision procedure in which the lead was replaced. The patient was doing fine postoperatively.

Manufacturer narrative:
Sc-2317-70, serial (B)(6): laboratory analysis of the returned device revealed the lead was cleanly cut into two pieces; therefore, an electrical test could not be performed. The clean-cut damage is a result of a typical explant procedure and it is not considered a failure. No other anomalies were identified on the returned lead aside from the clean-cut.

Event description:
It was reported that the patients pre-existing pain returned. It was noted that the patients spinal cord stimulation (scs) lead displayed high impedances on multiple contacts. The patients system was reprogrammed around the high impedances and the issue temporarily resolved. Several months later the patient experienced no stimulation, and that is when the patients pre-existing pain returned. The patient underwent a revision procedure in which the lead was replaced. The patient was doing fine postoperatively.